Manufacturer narrative:
The device was repaired at the healthcare facility.

Event description:
It was reported that the caster broke off the navigation system cart when the system was being moved into a storage room at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.